Event description:
The customer reported that during a low anterior resection, the device jaws could not be re-opened while mobilizing the rectum. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. The device knife is reported as protruding from the jaws. The surgeon continued the procedure with an unk type of monopolar diathermy instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.